Event description:
Initial glucose result of 9 mg/dl. Same sample repeated twice gave results of 111 mg/dl each time. The initial result was not reported. The field svc rep was unable to determine cause.